Event description:
It was reported that the patient presented to the hospital in cardiac arrest. The device was interrogated and the device battery status was at recommended replacement time. It was not possible to confirm capture threshold. The device was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: implantable 5076, pacing lead 2005-(B)(6). (B)(4).